Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
A consumer reported having essure inserted for permanent birth control. She had bled continuously every day since essure was placed. She had emotional distress and severe pain. She was unable to have an intimate life with her husband, play with her children, an had to take frequent breaks at work. Approximately two weeks after insertion, consumer went to the bathroom, and a few coils came out. She also had cramping. The healthcare professional had placed her on an unk oral contraceptive for the cramping and bleeding, and they did not work. Approximately six months later in 2012 she had a tubal ligation.